Event description:
Procedure type: total hip replacement. According to the reporter: at the end of the incision closure for subcuticular stitch, the last bite was backwards. The strand broke under no excessive force/stress.

Manufacturer narrative:
(B)(4).